Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is unknown. The caller stated that the customer was having shortness of breath. The caller did not know the customer's blood glucose at the time of death. The caller stated that they don't think the customer was wearing the insulin pump at the time of death because the customer had two insulin pumps and the current device could not be located. The caller did not know whether the customer used sensors or not. The caller agreed to return the current insulin pump for analysis once found. After the initial call, the next of kin called back and stated that the current insulin pump was located and will be returned for analysis.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing the end cap sticker. Data analysis: there is no data available due to the insulin pump was returned without a battery installed. The insulin pump passed the displacement accuracy test.